Event description:
It was reported that during a stent procedure, as the stent delivery system (sds) was being inflated, a pinhole was noted in the balloon. The pressure from the pinhole caused a jet of contrast to collect in the lining of the artery. A dissection occurred immediately after this. Subsequently, an additional two stents were used in the upper proximal and distal regions to treat the dissection.